Event description:
At 10:30am pt was started on fudr chemotherapy infusion in a 500ml normal saline bag to be infused for 7 days using a gemstar pump using circadian rhythm with the assistance of nurse. The pump was programmed and reviewed with her. The pump was working good and pt was sent home. Then the pump infused the whole amount within 15 hours only. Patient was admitted to the hospital for observation and was treated with growth factors and hydrated. She was in the hospital for 5 days.